Event description:
A report was received that the patient had frequent ipg charging. Database (db) analysis revealed premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 27jul2018.

Event description:
A report was received that the patient had frequent ipg charging. Database (db) analysis revealed premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.